Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus calibration issue. The touchscreen connector was cleaned and reseated and the touchscreen was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having a calibration problem with the stylus. The programmer was returned for service. There was no patient involvement.